Manufacturer narrative:
(H3) pending evaluation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2009. Approximately 8 years and 9 months after the initial procedure the patient had a left knee revision on (B)(6) 2018. The patient had polyethylene degrade; loose polyethylene particles in the knee cavity and surrounding tissues; polymetic-induced synovitis from the polyethylene component; destruction and reabsorption of the bone and surrounding tissue of the knee cavity; pain inflammation, swelling, loosening, instability, and difficulty walking; a ruptured popliteal cyst and semimembranosus bursa. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
B1: updated d10:concomitant devices: (B)(6), 02-012-35-3009 - logic tibia ps mod insrt sz 3 9mm; (B)(6), 02-010-01-0230 - logic femoral ps cem left sz 3; (B)(6), 02-012-41-3030 - logic tibia traptray cem sz 3f/3t; n/a, 200-02-32 - three peg patella 32mm. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.